Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose increased to 450 mg/dl due to issues with bent infusion set cannulas. The patient treated via manual insulin injection and insulin pump therapy. The mother noted that the patient does not experience issues with infusion set insertion. The customer uses the serter to insert. The customer did not have any scarred tissue, hardened tissue, or stretch marks. The call dropped and further troubleshooting did not occur. No products were returned or replaced.